Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: (left) 350cc mentor memorygel breast implant catalog: 3507350bc lot: 5641239 sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants on (B)(6) 2007, suffered right side intra-capsular rupture and hematoma on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 9/9/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 9/17/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 370cc mentor memorygel breast implant catalog: smpx370 lot: 7743749 sn: (B)(6) and (left) 370cc mentor memorygel breast implant catalog: smpx370 lot: 7755074 sn: (B)(6). Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 2/14/2020, the product investigation was completed. Device investigation summary: during visual inspection of the sample was found ruptured. Also a shell wear was found in the edges of the tear. The evaluation determined that the rupture is consistent with the shell wear fold rupture. Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/16/2019, mentor became aware that the patient was scheduled for bilateral implant explantation for (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).